Manufacturer narrative:
Submit date: 08/29/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during cardiovascular surgery, the yankauer did not start suctioning during use. They turn off and on the switch, but it drains only up to the curved position of the tubing. Another product was used to complete the case. The customer further reports no patient harm.

Manufacturer narrative:
One decontaminated sample with lot number 629986364x was received for evaluation. After performing a visual inspection the condition reported was not observed. The product specifications met all quality acceptance criteria. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. The reported condition could not be confirmed. The manufacturing process review found that product was manufactured in accordance whit the specifications required under official documents. The potential cause for the condition reported by the customer could have been generated by an external factor not related with the device performance. No corrective actions are deemed necessary at this moment. The process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.